Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that she was hospitalized on (B)(6) 2020 with blood glucose level of 625 mg/dl. Customer was treated with intravenous fluid and extra dose of insulin. Customer declined to troubleshooting for high blood glucose. No further assistance requested. Insulin pump will not be returned for analysis.